Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "I was in a swimming pool that had a stray electric current and I got shocked. Which is fine. It caused some confusion in the pacemaker. There's no underlying health issue and there's nothing wrong with the pacemaker." The patient reported sending a remote monitoring transmission and stated that the doctor confirmed it was something environmental that caused the shock. The patient also reported that everything underlying is fine. The device remains in use. No further patient complications have been reported as a result of this event.